Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of tracking and trending data, a review of the service history, and a review of product labeling. During troubleshooting the field service engineer (fse) replaced the vacuum pump (rohs) (part number 7-77795-02) which resolved the issue. The fse determined the vacuum pump was the likely cause for the false positive results. A review of the (B)(6) tracking and trending data in did not identify any systemic issues or trends associated with the discrepant results described in this complaint. The (B)(6) erratic result rate is within acceptable limits with no trends identified. A review of the (B)(6) service history identified no contributing factors to the current complaint. There have been no subsequent contacts from the customer regarding discrepant patient results since the vacuum pump (rohs) was replaced. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.

Manufacturer narrative:
Complete patient identifiers: (B)(6). All available patient information has been included. No additional patient details are available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported (B)(6) results when processing on the architect i2000sr. On (B)(6) 2019 patient results were provided for (B)(6). The following data was provided: (B)(6). Retesting on elisa generated (B)(6) results. No impact to patient management was reported.